Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of the tissue on a j-pouch surgery, after firing the surgeon noticed an incomplete staple line and poor staple formation. The surgeon oversew the staple line to resolve the issue. It was noticed that the stapler had not been loaded properly by the scrub technician.